Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018 the reporter contacted animas alleging that the time and date reset to factory default during use as well as while changing the batteries. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a time change during use, without user intervention, may result in the user running the incorrect basal segment leading to over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-dec-2018 with the following findings: during investigation, the alleged time/date reset to default issue was duplicated due to a component failure. Unrelated to the original complaint, the battery compartment was cracked below and above the grip pad.